Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged rewind anomaly, keypad unresponsive, charge/battery lasts less than expected and failed battery test were found on 30-mar-2023. The passed the following test: displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test and active current measurement test. Pump did not pass the sleep current measurement test due to high currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and no physical or moisture damage was found at the pcba 1. Pcba 2, force sensor and motor home switch. Successfully downloaded history files and traces using thump. No alarms or alerts noted during testing. No abnormal rewind anomalies were, or alarms were noted during testing. Motor was tested outside of the device and passed. P-cap was attached and lock into place properly. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Rewind anomaly, failed battery test and charge/battery lasts less than expected were not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unexpected battery power loss was confirmed due to moisture damage to the electronics stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported on the pump has diminished battery life. Rejected new battery, grinding noise during rewind, and non-responsive buttons. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued suing the device and the device will be returned for analysis.